Manufacturer narrative:
Approximate age of device ¿ 7 days. Device evaluation: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had gastrointestinal (gi) bleed during implant hospitalization. The gi bleed began (B)(6) 2018 with dark, tarry stools and a hemoglobin (hgb) of 8.5 g/dl. The patient underwent 2 esophagogastroduodenoscopies (egd¿s) with clippings and 22 units of blood. This event reportedly extended the patient¿s implant stay. The patient was discharged home in stable condition on (B)(6) 2018, with a hgb of 10.0 g/dl.